Event description:
"End user's caregiver states, nasal cannula is filling up with water. Caregiver says he feels it is causing her stress on breathing." Condensation seems to be issue.

Manufacturer narrative:
(B)(4). RMA has been initiated for this issue. Model is unknown, serial number/date code is unknown. The owner's manuals are found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.